Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block and a temporary pacemaker was placed. After successful valve deployment, "pinching" of the right common femoral artery(cfa) was noted as an 80% stenosed lesion related to the non-medtronic vascular closure system. The cfa was treated with percutaneous transluminal angioplasty using a 4mm non-medtronic balloon with good results. Following the procedure, the patient was transferred to the intensive care unit. During the overnight hours, the patient went into atrial fibrillation with rapid ventricular response. Subsequently, a heparin drip was administered. The temporary pacemaker was removed on the first post-operative day. On the same day, at discharge, it was noted the patient was started on a calcium-channel blocker and an anticoagulant medication. The patient was discharged with a cardiac monitor and an electrophysiology study was scheduled for post-operative day two. Additional information was received that on post-operative day one, an echocardiogram was performed and showed a moderate, primarily anterior, circumferential pericardial effusion that measured 11 mm "at largest". Two days later, a repeat echocardiogram was performed, and a small-moderate, circumferential pericardial effusion was still noted. Nine days after the valve implant procedure, a small hematoma was observed at the right groin. Significant ecchymosis was present, but the area was soft to the touch. Additional information received indicated that the pericardial effusion was possibly related to the valve and implant procedure. The left bundle branch block (lbbb) had prolonged hospitalization. The physician indicated the lbbb was probably related to the valve and implant procedure. Additional information received indicated that the pericardial effusion was reported as resolved approximately one months after onset. Approximately seven weeks following the implant of the valve, persistent atrial fibrillation (afib). An unsuccessful direct current cardioversion (dccv) was performed, and the patient was admitted to the hospital for sotalol loading protocol and tolerated all six does well. It was noted that the patient was found to convert in and out of afib while on the loading protocol. The patient was titrated back to their home does of diltiazem 360 milligrams (mg) daily at discharge. The physician indicated the persistent afib was probably related to the valve and implant procedure. Additional information received reported that the initial bout of afib that first occurred one day after implant of the valve was noted to have resolved two days after onset. During the 30 day post procedural testing, worsening heart failure was diagnosed. The b-type natriuretic peptide (bnp) valve was measured at 503 picograms per milliliter (pg/ml). At baseline the bnp was 69 pg/ml. The patient complained of shortness of breath (sob) and palpitations. Electrocardiogram (ECG) showed afib with rapid ventricular response (rvr). There was a plan by the physician to schedule a cardioversion at the earliest available date. Per the physician, the worsening heart failure was possibly related to the valve.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. H6. Annex e added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block and a temporary pacemaker was placed. After successful valve deployment, "pinching" of the right common femoral artery(cfa) was noted as an 80% stenosed lesion related to the non-medtronic vascular closure system. The cfa was treated with percutaneous transluminal angioplasty using a 4mm non-medtronic balloon with good results. Following the procedure, the patient was transferred to the intensive care unit. During the overnight hours, the patient went into atrial fibrillation with rapid ventricular response. Subsequently, a heparin drip was administered. The temporary pacemaker was removed on the first post-operative day. On the same day, at discharge, it was noted the patient was started on a calcium-channel blocker and an anticoagulant medication. The patient was discharged with a cardiac monitor and an electrophysiology study was scheduled for post-operative day two. Additional information was received that on post-operative day one, an echocardiogram was performed and showed a moderate, primarily anterior, circumferential pericardial effusion that measured 11 mm "at largest". Two days later, a repeat echocardiogram was performed and a small-moderate, circumferential pericardial effusion was still noted. Nine days after the valve implant procedure, a small hematoma was observed at the right groin. Significant ecchymosis was present, but the area was soft to the touch. Additional information received indicated that the pericardial effusion was possibly related to the valve and implant procedure. The left bundle branch block (lbbb) had prolonged hospitalization. The physician indicated the lbbb was probably related to the valve and implant procedure. Additional information received indicated that the pericardial effusion was reported as resolved approximately one months after onset. Approximately seven weeks following the implant of the valve, persistent atrial fibrillation (afib). An unsuccessful direct current cardioversion (dccv) was performed, and the patient was admitted to the hospital for sotolol loading protocol and tolerated all six does well. It was noted that the patient was found to convert in and out of afib while on the loading protocol. The patient was titrated back to their home does of diltiazem 360 milligrams (mg) daily at discharge. The physician indicated the persistent afib was probably related to the valve and implant procedure.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block and a temporary pacemaker was placed. After successful valve deployment, "pinching" of the right common femoral artery(cfa) was noted as an 80% stenosed lesion related to the non-medtronic vascular closure system. The cfa was treated with percutaneous transluminal angioplasty using a 4mm non-medtronic balloon with good results. Following the procedure, the patient was transferred to the intensive care unit. During the overnight hours, the patient went into atrial fibrillation with rapid ventricular response. Subsequently, a heparin drip was administered. The temporary pacemaker was removed on the first post-operative day. On the same day, at discharge, it was noted the patient was started on a calcium-channel blocker and an anticoagulant medication. The patient was discharged with a cardiac monitor and an electrophysiology study was scheduled for post-operative day two. Additional information was received that on post-operative day one, an echocardiogram was performed and showed a moderate, primarily anterior, circumferential pericardial effusion that measured 11 mm "at largest". Two days later, a repeat echocardiogram was performed and a small-moderate, circumferential pericardial effusion was still noted. Nine days after the valve implant procedure, a small hematoma was observed at the right groin. Significant ecchymosis was present, but the area was soft to the touch.

Manufacturer narrative:
A second paragraph was added. H6. A patient code was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the cardioversion had not been scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block and a temporary pacemaker was placed. After successful valve deployment, "pinching" of the right common femoral artery(cfa) was noted as an 80% stenosed lesion related to the non-medtronic vascular closure system. The cfa was treated with percutaneous transluminal angioplasty using a 4mm non-medtronic balloon with good results. Following the procedure, the patient was transferred to the intensive care unit. During the overnight hours, the patient went into atrial fibrillation with rapid ventricular response. Subsequently, a heparin drip was administered. The temporary pacemaker was removed on the first post-operative day. On the same day, at discharge, it was noted the patient was started on a calcium-channel blocker and an anticoagulant medication. The patient was discharged with a cardiac monitor and an electrophysiology study was scheduled for post-operative day two.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a updated/corrected data: a1, a2, b2, b5, d10, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the pericardial effusion was possibly related to the valve and implant procedure. The left bundle branch block (lbbb) had prolonged hospitalization. The physician indicated the lbbb was probably related to the valve and implant procedure.